Event description:
Patient presented to the physician with a hematoma the chest incision site. Physician brought the patient into the or, removed the ipg from the pocket, removed the hematoma, and irrigated the ipg pocket space. Physician placed the ipg back in the pocket and closed.